Event description:
In 2001, pt admitted from out of state hosp #16 foley in place. Four days later, order written to remove foley. Foley could not be removed. Co "bard" called. Mineral oil was to be instilled into cath but would not go through. Catheter remained in place. No other info. One week later foley removed under sedation.